Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as the logs retrieved were incomplete and no logs were available for the date the issue was reported. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose was 173 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.